Manufacturer narrative:
Date sent to the FDA: 11/16/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the mesh appeared to be within a mass that had separated from the fascia which was then excised. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.